Event description:
It is reported that a customer received a button error alarm on their insulin pump. The customer's blood glucose was not recorded. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners were noted during visual inspection. During testing, no button error alarm noted however, no button response due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.